Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006, the patient was pre-operatively diagnosed with lumbar degenerative disc disease l4-5, l5-s1, central disc herniation l4-5 and underwent the following procedures: decompressive lumbar laminectomy l4-5 and 1, lumbar discectomy l4-5, lumbar discectomy l5-s1, lumbar interbody fusion at l4-5, lumbar interbody fusion at l5-s1, placement of peek interbody implant l4-5, placement of peek interbody implant l5-s1, pedicle screw fixation bilaterally l4, l5, s1, posterior lateral arthrodesis l4, l5, s1, local bone graft, iliac crest aspirate, fluoroscopy, intraoperative microscope, emg stimulation. As per op-notes,¿ identified the disc with the microscope, remove the disc, cleaned it thoroughly using the spine jet curets. Sized for a 13mm implant which was placed anteriorly across the disc space, filled with bmp. Also more bmp in front of it on the right along with autograft that had gone through the bone, soaked in bone marrow aspirate. Identical operation done at l5-s1 with an 11mm implant. Both implants had perfect position then the l5 and s1 screws placed on the left also using bmp stimulation.¿ the patient tolerated the procedure well without any intraoperative complications. (B)(6) 2006: the patient was discharged from the facility.